Manufacturer narrative:
During a pedicle screw case, it was report that two instruments broke while attempting to drill a hole in the patient's bone. The first of which was a pedicle probe. The handle broke while attempting to start a pilot hole. When the probe broke, no pieces fell into the patient, nor did any part break inside the patient. After the probe was set aside, a bone tap was used. Once the bone tap was inserted, it is indicated that the bone tap failed while torquing. The second break of the bone tap occurred while trying to remove the fractured piece of the instrument by bending/pulling/rotating. All of this took roughly 25 minutes to complete, causing a delay during surgery. No harm came to the patient as all the pieces were removed. All documentation was reviewed and neither instrument was out of specification. Instruments from the same lots were thoroughly tested using normal clinical specifications and all passed. It was then determined that the patient had unusually hard bone density per further conversations with the distributor. Since no surgical technique detail was provided, various testing scenarios were used to try to replicate the breakage. Due to the patient's hard bone density, more force than usual was applied on both instruments. Due to the breaking of the probe, it is also possible that the diameter of the hole and the depth of the hole were mismatched when the tap was inserted. After the tap broke and was removed, other instruments were used to complete the surgery. No harm or serious injury of the patient is reported at this time.

Event description:
During a pedicle screw case, it was report that two instruments broke while attempting to drill a hole in the patient's bone. The first of which was a pedicle probe. The handle broke while attempting to start a pilot hole. When the probe broke, no pieces fell into the patient, nor did any part break inside the patient. After the probe was set aside, a bone tap was used. Once the bone tap was inserted, it is indicated that the bone tap failed while torquing. The second break of the bone tap occurred while trying to remove the fractured piece of the instrument by bending/pulling/rotating. All of this took roughly 25 minutes to complete, causing a delay during surgery. No harm came to the patient as all the pieces were removed.